Event description:
The patient has been on pso-vtt for 10 days. During this period, the ventricular drainage functioned normally, and the fluid flow was stable. However, as of today, the sensor has stopped functioning properly, and the monitor showed e001 error code.